Manufacturer narrative:
Maquet cardiopulmonary ag has not yet received the oxygenator for investigation. Each oxygenator is tested on tightness during the production process (according to basic operational procedure (bop) 7517). The test is carried out at 1 bard (about 14 psi) for a time period of 75 min at a flow of 8 l/min. During this time the oxygenators are checked for any leakages. Investigation still pending. Additional info: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-I) is registered under 510(k): k082117.

Event description:
It was reported that the perfusionist observed a pool of priming fluid on the floor during priming. The oxygenator appeared to leak from the oxygen inlet area. (B)(4).